Event description:
Before the patient had got to the room there was an av fistula pack, there was a spec of dust in the pack. It was before the patient got in the room so we closed up the pack, threw it away and took everything out of the room and brought a new pack in. Pack, contents and dust not saved. No pictures provided.